Manufacturer narrative:
The investigation is ongoing. .

Event description:
As reported, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the operator had started inflating and the valve had started to "dogbone". The operator tried to deploy the valve completely, but the balloon had gone ventricular and the valve embolized to the thoracic aorta. The balloon and valve to the descending aorta and fully deployed the first valve. A second valve and delivery system were prepped and successfully deployed in the annulus. The patient remains stable and recovering well.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the engineer evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to unavailability of returned device and /or applicable imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''the injector misfired and ic called to abort the deployment but the operator had already started and the valve had started to dog bone. The operator tried to deploy the valve again but the balloon had gone ventricular and the valve embolized.'' Without the return of patient anatomical information or procedural imagery, there is insufficient information to determine a root cause at this time. However, it is possible that following patient or procedural factors such as tortuosity or device mishandling may have contributed to the complaint event: improper device prep - device preparation steps such as improper crimping, flushing or device preparation can affect the advancement and inflation of the delivery system, as such potentially resulting in the reported inflation difficulties of the balloon. Tortuosity - tortuosity can create challenging anatomy for delivery system advancement. It is possible that the balloon became twisted when the device was torqued while navigating through the anatomy. Twisted balloon can impede the flow and potentially resulting in the reported inflation difficulties of the balloon. Device torquing / excessive manipulation - it is possible the system was excessively manipulated during tracking, compromising the integrity of the components involved in the fluid path and contributing to the reported inflation difficulties of the balloon. A definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU, labeling and training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.